Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation is rupture. This is a known potential adverse event addressed in the product labeling. (B)(6).

Event description:
Healthcare professional reported left side rupture, capsular contracture, baker grade ii associated with "pain" and "hooking." Treatment with treated with non-steroidal anti-inflammatory and analgesic was given. The device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported left side rupture, capsular contracture, baker grade ii associated with "pain" and "hooking." Treatment with treated with non-steroidal anti-inflammatory and analgesic was given. The device has been explanted.